Event description:
It was reported to philips that the battery is exhausted. The customer worked with the technical support representative. The customer said that even after two calibrations the battery charge does not exceed 53%. This is below the specification of at least 80% so the battery needs to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.